Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced within the review period. No applicable evidence to review in event history log. Visual and functional testing was performed. The reported problem that device stopped working was not duplicated. The pump functioned without issues. No action taken to correct the issue. The device passed all functional tests after preventative maintenance.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device stopped working. The product fault occurred while used with a patient. There was no physical damage, and delay of therapy was unknown. There was a patient involvement and unknown patient harm/adverse event reported.